Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that during a pulse generator change out procedure, a slight crack in the right ventricular lead insulation was noted. The lead was explanted and replaced.